Event description:
Elderly male with history of atherosclerotic heart disease. Procedure- cto (chronic total occlusion) percutaneous transluminal coronary angioplasty. During the procedure- the rope broke, fell apart when deploying. Appears to have deployed in the correct place. No known harm to patient, procedure unsuccessful and aborted due to st segment elevations. Patient treated medically and discharged.